Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed stent delivery systems. The product has been returned for eval and testing; however, the engineering eval has not been completed. Additional info will be submitted within 30 days of receipt.

Event description:
While attempting to cross through a previously-deployed cypher stent to treat a distal dissection, the 2.75 x 13 cypher stent came off the balloon. The exact cause of this distal dissection was not given. The stent was noted to have likely came off the balloon during the effort to withdraw it back into the guiding catheter, but it was said to have caught on the other stent, rather than being "pushed off" by the edge of the guide catheter. As the guidewire remained within the un-deployed stent, attempts were made to pass the sds balloon back through the stent, which were unsuccessful. Attempts to withdraw the stent back into the guiding catheter with an unk 1.5 x 6 balloon were also unsuccessful. Therefore, the stent was ultimately deployed in the proximal lad using increasingly sized balloons up to a 3.5 x 12 maverick. The stent was therefore, deployed, but not in the intended location. Good flow was noted through the lad dissection at this time, and therefore, reopro was given, and the procedure was ended. The pt is said to be doing well.